Event description:
The pt received her scs system on (B)(6) 2011 including an ipg. It was reported the pt had fallen. As a result, she was experiencing a burning sensation at the pocket site; whether the stimulation was on or off. On (B)(6) 2011, the pt stated she was doing much better, but was not receiving adequate coverage. She is scheduled to undergo x-rays and to meet with an sjm rep for reprogramming. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.